Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient was involved in a motor vehicle accident about four to six months prior to the report, confirmed as 2019. The patient indicated that she will probably need to replace the battery in the future because she believes that her current implant has a faulty battery. Because of this, the patient is getting an additional implantable neurostimulator implanted in her upper back on (B)(6) 2019. The reason for the second implantable neurostimulator was also noted as having been involved in the motor vehicle accident. There were no further complications reported or anticipated.